Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of cloudy peritoneal effluent and severe abdominal pain coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies. This is one of multiple reports from the same reporter. On (B)(6) 2009, the patient began treatment with extraneal viaflex and nutrineal pd4 unknown bag therapies (doses, frequencies not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced cloudy effluent and severe abdominal pain, which did not require hospitalization. On an unreported date, the patient received unspecified antibiotics. On (B)(6) 2011, extraneal viaflex and nutrineal pd4 unknown bag therapies were withdrawn and replaced with physioneal, unspecified product 2.27% after the events. The outcome for the events of cloudy peritoneal effluent and severe abdominal pain were not reported. The nurse did not provide causality statements for the events of cloudy peritoneal effluent or severe abdominal pain.